Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced infusion set cannula was kinked at abdomen on (B)(6) 2025, which resulted in elevated blood glucose (360 mg/dl), therefore patient had received correction bolused via the pump. It was also reported that the patient had ketones which were 5 mmol/l. The infusion set was in use for one day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: australia.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been soft cannula found kinked upon removal from infusion site. The batch 6006933 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code soft cannula found kinked upon removal from infusion site. Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006933 was manufactured according to the wi version 78, packaged in the machine m12, on 30/apr/2024 with a total of (B)(4) units. Assembly DHR review: the lot 4d04374 was manufactured according to the wi version 27 manufactured in the line assembly quickset, on 29/apr/2024 with a total of (B)(4) units. The lot 4d04375 was manufactured according to the wi version 27 manufactured in the line assembly quickset, on 29/apr/2024 with a total of (B)(4) units. Bun DHR review: the lot 4d05470 was manufactured according to the wi version 38 manufactured in the machine us05-us06, on 28/apr/2024 with a total of (B)(4) units. Trending: a query was run in database on 11/jun/2025 against malfunction code evaluated soft cannula found kinked upon removal from infusion site and lot 6006933 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.